Event description:
Medtronic rep reported that during a stealthstation s7 case, the surgeon felt the system was inaccurate navlock legacy 5.5 driver. To show the inaccuracy, the surgeon placed both the passive planar and the driver in the same hole in the pedicle and the driver was showing approx 0.5-1cm too medial and inferior. The surgeon did not place any screws using the navigated driver. Surgeon did not abort navigation and continued to use the passive planar and taps, but freehanded the screws, and the case finished successfully.